Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when an asymptomatic patient presented in clinic, the device exhibited high voltage charging timeouts and an audible popping sound during attempted capacitor maintenance. The device was explanted and replaced.

Manufacturer narrative:
Evaluation description: the reported field event of extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.